Event description:
See initial report.

Manufacturer narrative:
H10: through follow-up communication with customer, livanova learned that ¿arterial clamp defective¿ message was displayed several times and that the affected clamp was removed from service and replaced with a new one from customer biomedical engineer. The unit has been installed since 2020 and the analysis of the complaints database did not reveal further similar reported incidents. Root cause of the reported error message could be traced back to: mechanical fault (blocked clamp spindle); defective hall sensors located in the arterial clamp stator; a defective zka or zkb board. Based on the collected information, an isolated failure of the aforementioned components cannot be ruled out as the root cause of the reported error message. Failure of electronic boards can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impacts (drops and falls), and power overloads/surges but also to variability of micro sub-components. However, there is no concerning trend for this kind of failure.

Event description:
Livanova deutschland received a report that a s5 erc tubing clamp / 500mm gave an error message related to its malfunction ("arterial clamp defective") during procedure.there was no patient injury.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the s5 erc tubing clamp / 500mm. The incident occurred in monroeville, pennsylvania. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.